Event description:
Related MFR ref: 3005188751-2014-00024. At the conclusion of an atrial fibrillation ablation procedure a pericardial effusion occurred. A tacticath quartz ablation catheter, a brk transseptal needle and an agilis nxt introducer were used during the procedure with no issues. At the completion of the ablation procedure, and echocardiogram revealed a pericardial effusion. The pt remained asymptomatic and pericardiocentesis was performed. The pt was stable after the procedure. There were no performance issues with any sjm device.

Manufacturer narrative:
Method: the results of the investigations are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known inherent risk during the use of this device in the heart.